Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon pinhole occurred. The target lesion was located at the left anterior descending artery. A 10/2.50 flextome® cutting balloon® was selected for use. During the procedure inside patient's body, blood was noted when doing a negative preparation by applying negative pressure to the device. The device was then removed from the patient's body. The procedure was completed without the use of the cutting balloon. No patient complications reported and the patient's status was fine.